Event description:
A us distributor reported that an electrode belt connector latch does not secure with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not secure with monitor) has been confirmed. Upon investigation the trunk cable connector has broken tabs. The root cause for the damaged connector was unable to be positively identified. There were no adverse events associated with the damaged monitor.